Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during a procedure the s5 roller pump stopped. There was no report of patient injury. The involved s5 roller pump was returned to sorin group (B)(4) for evaluation. Evaluation of the returned pump found that the motor controller board was not functioning properly. The board was replaced, the firmware was updated and subsequent testing confirmed that the unit was functioning properly. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.

Event description:
Sorin group (B)(4) received a report that during a procedure the s5 roller pump stopped. There was no report of patient injury.

Manufacturer narrative:
Patient info was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during procedure the s5 roller pump stopped. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.